Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. When troubleshooting the fse found connection on ui pcba from on/off switch connector damaged and found ribbon cable damaged from front bezel. The manufacturer¿s field service engineer (fse) replaced the defective front bezel, the ui assy and a new navring to address the reported problem. The unit successfully passed the required performance verification test. The reported issue of ¿nav-ring failure.¿ was confirmed. Nav-ring was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the nav-ring was inoperative and cracked enclosure. No patient involvement.